Event description:
Patient with balloon pump sat up or rolled for chest x ray initially disrupted the pump causing high pressure alarms 1-2 hours after arriving at ccu. After 2nd chest xray blood was seen in drive line of balloon pump which was then off for about 1 hour to 1.5 hours before removal of balloon pump due to other emergencies in the cath lab going on. There were no issues removing the balloon pump in the cath lab. Balloon and pump were saved to send back to company for assessment.